Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the threaded tip of cup inserter was damaged. No harm or impacted to patient has been reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the threads of the inserter to be fractured. Impact marks were observed on the strike plate were consistent with a multiple use instrument. There is a discoloration pattern on the shaft. No blatant signs of misuse were observed. The analysis found the fracture to be consistent with prior reports which summarizes the failure mode of fracture due to bending overload. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause for the overload that likely caused the fracture cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.